Event description:
She tested at 596mg/dl and retested a minute later with a result of 153mg/dl, she states that she tested again 2 minutes of 153mg/dl. She states that she tested again 2 minutes later with a result os 170mg/fl. She rpeorts taking no action based on any of the results and going to bed. No treamtnet recived. No quality controls were used. Requested return of suspect device and rpelacement was sent.